Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. The patient was in rehabilitation facility and was unable to void, so they sent the patient to the hospital. The hospital said "she needs a new battery" and sent the patient back to the rehab facility. It was unclear if they meant ins internal battery or if they were referring to the alkaline batteries in the patient programmer. They planned to replace batteries in programmer and try to communicate with implant. There was a call into the treating physician office. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID (B)(4), lot# v898157, serial#, implanted: 2012 (B)(6), explanted:, product typ lead product ID (B)(4), lot#, serial# (B)(4), implanted:, explanted:, product typ programmer, patient. (B)(4).